Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 20.5 mmol/l and the sensor glucose was 6 mmol/l. Insulin delivery was suspended due to sensor glucose values. Customer experienced high blood glucose level and was treated with pen and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined troubleshooting. The sensor will not be returned for analysis.